Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test and unable to prime during prime test due to faulty force sensor. The motor passed motor test. The insulin pump received with normal operating currents. No unexpected low battery alarm noted. The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, scratched case and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed motor error and low battery. Customer's blood glucose reading was 336 mg/dl. No significant events leading to the alarm were observed. Customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.